Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. This can cause resistance while performing valve alignment as demonstrated in previously performed engineering study. In this case, there was no allegation or indication a device malfunction contributed to the difficulty with valve alignment that was experienced. Investigation results suggest/indicate the patient¿s severe vessel tortuosity caused the difficulty with valve alignment, leading to the resistance/tension in the delivery system, making the final positioning of the valve across the stenotic native valve difficult. It is possible this contributed to the ascending aortic dissection. The patient was also known to have an aneurysmatic aorta (exact location not defined). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), a 29mm sapien 3 valve was implanted in the aortic position at an independent center. The patient¿s peripheral vessels were aneurysmatic and tortuous; two rigid guidewires were used to ¿stretch¿ (straighten) the left iliac artery and the aorta. There was difficulty with valve alignment due to the patient¿s severe tortuosity, however, the valve was able to be aligned correctly between the markers. While trying to cross the native valve with the commander delivery system, the patient¿s pressure dropped and echo showed pericardial tamponade and a dissection of the ascending aorta. Catecholamine was given and CPR was performed, however patient expired after few minutes. As per medical opinion, the perceived root cause of the dissection was related to patient anatomy (aneurysmatic aorta-iliac-femoral arteries and a severe degree of tortuosity) and advanced age.

Manufacturer narrative:
The commander delivery system was not provided to edwards lifesciences for evaluation. Therefore, engineering was unable to perform any visual, functional, or dimensional analysis. It could not be determined if a manufacturing non-conformance contributed to the complaint event. It was reported that the patient had severe calcification and severe tortuosity in the access vessel. Vessel calcification and tortuosity would make valve alignment more difficult. Performing valve alignment at a bend or angle can cause the valve to unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the valve is unseated during alignment, it can result in higher than usual valve alignment forces. Additionally, severe calcification can impact the valve and delivery system during insertion and valve alignment, further increasing valve alignment forces. Although a definitive root cause was unable to be determined, available information suggests that patient and/or procedural factors may have contributed to the event. During manufacturing mitigations, the assembled device is 100 percent inspected. The fine adjust knob assembly and final handle assembly undergo functional testing. The spring coil installation is visually inspected. The locknut/collet engagement forces are measured. The unit is visually inspected for defects and fine adjustment functionality is verified. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A review of DHR, lot history, complaint history, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Since the device was not returned, the complaint for ¿delivery system ¿ difficulty with valve alignment¿ was unable to be confirmed. Available information suggests that patient factors (severe vessel tortuosity and severe vessel calcification) and procedural factors (valve alignment performed in non-straight section) contributed to the reported event. Review of complaint history revealed that the occurrence rate did not exceed the november 2017 control limit for the trend categories ¿valve alignment difficulties¿. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective actions are required at this time.